Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed a bent pin within power port one (1) of the controller. The bent pin did not allow a battery to properly connect to a controller. Additionally, visual inspection revealed contamination within both controller power ports. Failure analysis of the returned battery revealed that the battery passed functional testing. Visual inspection revealed that the battery's center block connector was damaged and worn out. The damage that was observed did not affect the functionality of the device; the battery was able to adequately connect to a controller. Additionally, visual inspection of the returned battery did not reveal signs of contamination within the battery connector. As a result, the reported "battery contamination" event could not be confirmed; however, the observed contamination within the controller power port is likely related to the reported event. As a result, the reported "bent pin" event was confirmed. The most likely root cause of the reported controller bent pin event can be attributed to a misalignment between the power port and battery output connector. The most likely root cause of the reported worn battery connector can be attributed to wear, likely due to normal disconnection and reconnection between the battery output cable and metal power port connectors on the controller. The most likely root cause of the observed contamination within the controller power ports can be attributed to handling of the device. (B)(4) was opened to investigate bent/damaged pins with controller 2.0 and damaged battery connectors. Additional products: d10: yes, return date: 16-apr-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s):10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system - battery, model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2017 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 31-mar-2016, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to connect the battery to the controller due to bent pins on the battery and the controller power port. The battery had material inside the pin port which may have led to bending the controller pin. The battery and controller were exchanged. No patient complications have been reported as a result of this event.